Event description:
Customer reported her insulin pump alarmed no delivery when changing her infusion set and insertion site. Customer could not clear the alarm. Customer's blood glucose was 170 mg/dl. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on all of the buttons. The device passed functional testing. No excessive no delivery alarms noted during testing. The device had minor scratched lcd window and cracked reservoir tube lip.